Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient had a recurrent midline incisional hernia repaired in (B)(6) 2011 and mesh was used. The patient developed a recurrence in (B)(4) 2012, a repair procedure was done. During the procedure, the surgeon noted that the mesh was impregnated into the abdominal wall and a bowel obstruction was observed as well. Adhesions to the original parietex mesh were noted. A new parietex composite mesh was used to fix the recurrence and the patient is recovering well. The surgeon opines that the contributing factors of the recurrence were insufficient size of the mesh and not enough fixation. (B)(4).

Event description:
It was reported that a patient had a recurrent incisional hernia repaired (B)(6) of 2011 and mesh was used. On (B)(6) 2012 a repair procedure was done. The surgeon reported that there was no evidence of the mesh product in the patient. Adhesions to the original parietex mesh were noted. No other information is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.